Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported the customer experienced resistance while filling a cartridge. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer changed the pump supplies to address occlusion issues and filled the cartridge successfully with a new needle.